Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality tech reported that the external gas filter had a bent pressure relief valve and would not hold pressure. Since the event occurred during routine testing of the device, there was no pt involvement during this event.